Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.4 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump pocket looked infected, so the physician decided to explant the pump and catheter on (B)(6) 2019. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue and it was unknown if any diagnostics and/or troubleshooting was performed. The issue was resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.